Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This initial MDR is being submitted based on information identified upon completion of the product investigation. The investigation determined that the event is reportable based on the investigation findings and associated analysis code. Investigation summary the root cause of the data streaming issue or the inconsistent, repeated impella connect module reboots were not determined due to the inability to reproduce the issue.

Event description:
The complainant reported that during clinical use of an automated impella controller (aic), the remote link module (rlm) indicated connectivity with a solid blue light and the controller displayed connection to all three endpoints. Despite this, intermittent wi-fi connectivity issues were observed, which were not associated with patient movement within the facility. Troubleshooting was performed, and no issues were identified. Attempts to download data logs from the controller were unsuccessful. The log files were subsequently obtained through the rlm team and reviewed in collaboration with the product maintenance engineering (pme) team. Based on this review, it was determined that the controller should be returned to the manufacturer for further evaluation. No signs or symptoms of patient injury or patient harm were reported in association with this event.